Event description:
About one (1) hr into case, the infusor was adjusted to 300mm hg (infusor was used for aterial pressure, containing 500ml of 1000 units of heparin). About 10 minutes after adjustment, the infusor popped, separating the netting from the bladder. Threads were scattered into sterile field and pts' chest cavity.